Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that the patient went to the ER due to pain. The patient was given muscle relaxers and stimulation was turned off, but the pain did not subside. The physician confirmed the implant procedure was normal, there was no infection, and the wound was healing. Subsequently, the device was explanted. The patient is recovering and doing well.